Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 516 mg/dl with chest pain and extreme drowsiness associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was treated in the emergency room with unspecified treatment. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. It was also revealed that the basal delivery totals in the total daily dose did not match due to a cartridge and battery change and the basal edit screen being accessed. Cts referred the patient to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: the pump history showed a replace cartridge alarm 09/22/2015 at 10:22; the next prime was recorded on 09/23/2015 at 15:10. The pump completed 24hr duration testing with no errors, alarms or warnings. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.